Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) was concerned when communicator is not sending information when the device implant turned off. This device remains implanted. No adverse patient effects were reported.